Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with a1 identifier (B)(6) is for aviva system, medwatch with identifier (B)(6) is for advantage system.

Event description:
Caller reported blood glucose results of 323 mg/dl, on the customer's advantage system, 119 mg/dl on wife's aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.